Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. It was reported that internal bleeding resulted from a gallbladder removal, and the patient acquired peritonitis. It was unknown if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The patient was on hemodialysis therapy, not peritoneal dialysis therapy as previously reported. The patient was not using a baxter device at the time of the event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.